Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. All keypad buttons were found to be responding appropriately. The keypad was removed and no button contact issues were found.

Event description:
The lay user / patient contacted animas alleged buttons/keypad was unresponsive. The customer care advocate (cca) was unable to get in contact with the patient to ask any further clinical information. The product was replaced. The complaint is being reported due to unresponsive keypad.